Event description:
Provider alleges consumer alleges when exiting his apartment he allegedly hit his right finger off the door frame.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.